Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, one opening on the anterior side assessed as surgical impact opening. (Shell thickness was within specification). Gel bleed : no observed. Additional observation. No penetrating nick ( stress marks). Yellow particles observed. Crease fold observed on the device. Wear abrasion observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported rupture diagnosed by MRI and ultrasound as well as "viscous prosthesis body, thickened per-prosthetic capsule. Perspiration of gel through the envelope effusion." This record relates to the left side. The device has been explanted.

Manufacturer narrative:
Continued e.1 email: (B)(6). Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and gel bleed.

Event description:
Healthcare professional reported rupture diagnosed by MRI and ultrasound as well as "viscous prosthesis body, thickened per-prosthetic capsule. Perspiration of gel through the envelope effusion." This record relates to the left side. The device has been explanted.